Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 01/05/2024, it was reported by a sales representative via phone that (2) ar-3636 knotless 1.8 fibertaks failed. This occurred during a shoulder arthroscopy procedure on (B)(6) 2024 when the blue repair stitch was distal to where the purple line was closer to the anchor, and there was thickening that appeared to be a knot and would not allow further tightening of the anchor. A second device was used, and the same issue occurred. The case was completed by cutting the stitches out and leaving the anchors along with a third ar-3636, which worked accordingly. There was no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.